Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in twenty-six (26) exactamix 1000 ml eva tpn bags. The bags were filed with water. The particulate was noted during the inspection process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/07/2021.

Manufacturer narrative:
Additional information for h4: the devices were manufactured between december 15th, 2020 to december 16th, 2020. H10: all twenty-six (26) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.